Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+indicating that the device would not turn on. The fse evaluated the device and found the high voltage capacitor was malfunctioning. The high voltage capacitor was replaced, and the device passed all testing. The device is back in service. Based on the information available and the testing conducted, the cause of the reported problem was the high voltage capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.